Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the customer wanted to know how to correct this error code 242.4030. There was no patient involvement.

Event description:
It was reported that the customer wanted to know how to correct this error code 242.4030. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 error code 242.4030. Technical support: 1. Ensure that the motor connector is securely connected. 2. Replace the ail assembly (the motor encoder is part of this assembly). 3. Replace the motor controller board. 4. Replace the logic board. 5. Return to factory for repair. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/11/2011 to present date 01/17/2021 and confirmed that this device was previously returned for servicing. Also, there were no production failures indicated on the source device.